Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The taxus express2 3.5x16mm drug eluting was to be placed in the right coronary artery. It was reported that the stent ruptured. No information was provided on patient complications or status the original notification was sent by fax. Multiple attempts to obtain clarification about event have been unsuccessful.